Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and loss of consciousness and was hospitalized. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-1884l and mmt-441ag. Troubleshooting was partially performed and later customer declined. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 194 pounds to 192 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 192 pounds which is updated in section a4. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 to (B)(6) 2024 as per new additional information and which is updated section b3. Also, additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect - clinical codes & health effect - impact codes) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.